Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Auxiliary Tower shut down intermittently and device did not power on. Also, displayed a black screen and the fans did not turn on. The customer tried a different power outlet to resolve but the issue persisted, and it was reported that a power surge had occurred.The customer stated that there was a delay in patient care.As per part investigation, it was determined that the reported intermittent MedStation shutdown condition was caused by thermal damage to the latch solenoid coil and an open-circuit failure of diode D8 on the door controller board, resulting in tower latch malfunction, circuit instability, and improper station boot-up and operation.There were no adverse events or injuries reported based on this event.

Event description:
IT WAS REPORTED THAT WHEN USING THE BD PYXIS¿ MEDSTATION¿ ES AUXILIARY TOWER SHUT DOWN INTERMITTENTLY AND DEVICE DID NOT POWER ON. ALSO, DISPLAYED A BLACK SCREEN AND THE FANS DID NOT TURN ON. THE CUSTOMER TRIED A DIFFERENT POWER OUTLET TO RESOLVE BUT THE ISSUE PERSISTED, AND IT WAS REPORTED THAT A POWER SURGE HAD OCCURRED. THE CUSTOMER STATED THAT THERE WAS A DELAY IN PATIENT CARE. THERE WERE NO ADVERSE EVENTS OR INJURIES REPORTED BASED ON THIS EVENT.

Manufacturer narrative:
A REVIEW OF THE COMPLAINT HISTORY FOR SN (B)(6) WAS PERFORMED IN SALESFORCE WHICH DID NOT LOCATE SIMILAR COMPLAINT(S) WITH THE SAME FAILURE MODE FOR THIS SERIAL NUMBER. A REVIEW OF THE DEVICE HISTORY RECORD FOR SN (B)(6) WAS PERFORMED FROM THE DATE OF MANUFACTURE, 06-NOV-2023 AND CONFIRMED THAT THIS DEVICE WAS NOT PREVIOUSLY RETURNED FOR SERVICING AND THERE WERE NO PRODUCTION FAILURES WHICH CORRELATES TO THE CUSTOMER REPORTED ISSUE. UPON INVESTIGATION OF THE ACTUAL DEVICE USED IN THIS INCIDENT, IT WAS DETERMINED THAT TOWER WAS CAUSING THE STATION TO NOT BOOT CORRECTLY. THE FIELD SERVICE ENGINEER (FSE) REPLACED ALL TOWER LATCHES AND TESTED THE TOWER BOTH WITH AND WITHOUT LATCH CONNECTIONS. AFTER CONFIRMING CONTROLLER BOARD MALFUNCTION, THE LATCHES WERE DISCONNECTED TO PREVENT FURTHER DAMAGE, AND A FOLLOW-UP VISIT WAS SCHEDULED FOR CONTROLLER BOARD REPLACEMENT. ON RETURN VISIT, THE DOOR CONTROLLER BOARD WAS REPLACED, AND THE TOWER WAS FULLY TESTED IN DIAGNOSTICS. ALL TOWER DOORS OPENED PROPERLY WITHOUT CAUSING THE STATION TO POWER DOWN, AND THE CUSTOMER SUCCESSFULLY VERIFIED NORMAL OPERATION WITHIN THE APPLICATION. THE SYSTEM FUNCTIONED AS INTENDED AFTER THE FIELD SERVICE ENGINEER (FSE) RESOLVED THE ISSUE.

Manufacturer narrative:
Additional Information: Section H Manufacturer Narrative, Section B Describe Event or Problem, Section D Device Available for Eval and Returned to Manufacturer onPART ANALYSIS:The reported condition of ¿ES - Medstation Shutting down intermediately ¿was confirmed by Field Service Engineer (FSE) and subsequently confirmed in the DCHU testing and inspection process. According to Work Order 02446943, The Field Service Engineer (FSE) reported that tower was causing the station to not boot correctly. The FSE replaced all tower latches and tested the tower both with and without latch connections. After confirming controller board malfunction, the latches were disconnected to prevent further damage. The door controller board was replaced, and the tower was fully tested in diagnostics. All tower doors opened properly without causing the station to power down, and the customer successfully verified normal operation within the application. During DCHU Visual Inspection: (b)(4): The unit was received in good condition with no signs of physical damage, evidence of fluid ingress, missing components or other anomalies were observed. (b)(4): The unit was received with evidence of corrosion on the microswitch plates and grease present. No evidence of physical damage or other anomalies was observed. During DCHU testing: (b)(4): Testing was performed on an ESD protected surface using a calibrated digital multimeter, identifying an open circuit condition on diode D8 consistent with failure in the over-voltage protection circuit; no further testing was required. (b)(4): Testing was performed on an ESD protected surface using a calibrated digital multimeter, verifying proper operation of both microswitches; however, the latch solenoid failed resistance measurement (0.9 ohms), and further analysis revealed coil discoloration and deformation consistent with thermal damage due to overheating. The device was in use for treatment purposes as intended per 21 CFR 820.198(d). Root Cause: The root cause of the reported issue, ¿ES - Medstation Shutting down intermediately¿ is associated with thermal damage of the latch solenoid coil; the overheating condition led to degradation of the coil, affecting the latch tower assembly operation and causing the station to not boot up correctly and shut down intermittently. Additionally, the failure of the PCBA CONTROLLER DOOR PYXIBUS PS is associated with an open circuit condition on diode D8, indicating the diode failed internally and is no longer conducted as expected in the over-voltage protection circuit.